Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, difficulty ambulating, and elevated cobalt chromium levels. Additionally, it is alleged that the patient suffers from dislocation and a trochanteric fracture. Upon revision, a pseudotumor, metallosis, metal debris, and black tissue were noted.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the metal ion levels provided were at reportable levels. Adding stem.

Manufacturer narrative:
Litigation alleges patient suffers from pain and discomfort. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the metal liner. Per procedure, this device is exempt from device history review. The search and/or review of the femoral head device history records was not possible as the necessary product/lot code was not provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 1826577 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary